Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and evaluated where it was confirmed that tap water remained in auxiliary water channel. The reported event of microbial contamination was not confirmed as the scope was not microbiologically tested. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk." "When aerating the endoscope channels, the air pressure used for manual drying should be 0.2 mpa or more but less than 0.5 mpa (=2 and <5 kgf/cm2, =29 and <72 psig). Higher pressures may cause damage to the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The olympus representative reported the evis exera iii gastrointestinal videoscope was a demo scope. When the scope was received, there was still normal tap water in the auxiliary water channel. The representative noted that tap water can contain bacteria, which can result in hard to remove biofilm formation. The scope was stored before being completely dry. There was no reported patient harm or impact due to this event.